Manufacturer narrative:
Physio control evaluated the customer's device and was not able to duplicate the reported issue. Physio control downloaded the electronic patient records and reported issue of ¿charge¿ not operative was able to be verified. The reported complaint of device unable to charge during sync cardio was able to be verified and unable to be duplicated. The root cause of the reported issue of device unable to charge during synchronized shock, was likely due to device not detecting paddles lead ECG during the event. Further root cause of device not able to detect paddles lead ECG was unable to be determined. Proper device operation was subsequently observed through functional and performance testing and it was returned to the customer.

Event description:
The customer contract physio control to report that their device would not deliver defibrillation energy during the cardioversion. Event. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contract physio control to report that their device would not deliver defibrillation energy during the cardioversion. Event. There were no reports of adverse effects to the patient as a result of the reported issue.